Event description:
Based on additional information received on 30-jan- 2018, this case initially processed as a summary case of two patients was now processed as an individual patient case based on patient specific information. Based on the information received on 30-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Based on information received on 30-nov-2017, the report previously considered as non-valid became valid (adverse event of reaction (unevaluable event) was updated to significant pain and swelling, also, device malfunction was identified for the reported lot number. This case was cross referenced with (B)(4). This unsolicited case from united states was received on 30-nov-2017 from the health care professional. This case concerns a (B)(6) year old male white patients who received treatment with synvisc one injection and after unknown latencies the patients complained of significant pain, swelling and black and blue, also, device malfunction was identified for the reported lot number. No concomitant medications were reported. Relevant medical history included recurrent knee pain and degenerative joint disease of both knees. Patient received steroid injections ((B)(6) and (B)(6) 2017). On (B)(6) 2017, the patients received treatment with intra-articular synvisc one injection (dose, frequency, indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). Fter sterile preparation of the skin and subcutaneous infiltration with 1% lidocaine, the right knee joint was injected with 6cc of synvisc-one. The procedure was tolerated well, and a sterile dressing was applied. On unknown date in (B)(6) 2017, unknown latencies after receiving the injection the patients complained of reaction i.e complained of significant pain and swelling. Patient had extreme pain and right knee was swollen and black and blue (latency: unknown). It was reported that the patients went to emergency room (ER). It was reported that 20 cc of bloodtinged watery fluid was aspirated from the right knee joint prior to the synvisc-one injection. There was no purulence or debris in the fluid action taken: unknown corrective treatment: not reported for all outcome: unknown for all seriousness criteria: important medical event for device malfunction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 30-nov-2017 from the health care professional. The case was updated from non-valid to valid report. Additional events of significant pain and swelling were added with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 30-nov-2017 and 18-dec-2017 (processed with clock start date of 30-nov- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Additional information was received on 30-jan-2018. The related case ID ((B)(4)) was added. Additional information was received on 30-jan-2018 from the physician. The case initially processed as a summary case of two patients was now processed as an individual patient case based on patient specific information. Related case ids ((B)(4)) were added. Medical history and past drugs were added. Product start date was added. Event onset dates were updated for significant pain, swelling and device malfunction. Additional event of black and blue was added with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: this case concerns a patient who received synvisc one injection from the recalled lot and significant pain and swelling and skin dicoloration. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.

Event description:
Based on the information received on 30-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Based on information received on 30-nov-2017, the report previously considered as non-valid became valid (adverse event of reaction (unevaluable event) was updated to significant pain and swelling, also, device malfunction was identified for the reported lot number. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from the health care professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients complained of significant pain and swelling. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (dose, frequency, indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). On unknown dates, unknown latencies after receiving the injection the patients complained of reaction i.e complained of significant pain and swelling. It was reported that the patients went to emergency room (ER). Action taken: unknown. Corrective treatment: not reported for both. Outcome: unknown for both. Seriousness criteria: important medical event for device malfunction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 30-nov-2017 from the health care professional. The case was updated from non-valid to valid report. Additional events of significant pain and swelling were added with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 30-nov-2017 and 18-dec-2017 (processed with clock start date of 30-nov- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 30-nov-2017: this case concerns a patient who received synvisc one injection from the recalled lot and significant pain and swelling. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.